Event description:
It was reported that the patient had been lost to follow-up. Upon pulse generator interrogation, the device was found to be operating in backup mode. It was noted that the patient had received radiation therapy. Additional troubleshooting could not be performed due to the devices low battery. The device was explanted and replaced as a result of normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.